Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a vascular planned treatment procedure was performed when the issue happened. The procedure was completed in the same room using bio sense mapping system. A philips field service engineer (fse) inspected the system onsite and identified that system could not perform fluoroscopy or geometry movements. After reviewing log file fse found the malfunctioning geo-pc. After some functional test fse found the power supply of geometry pc was blowing the fuse and communication with the host pc was lost. Fse replaced the fuse and geo ippc, after replacement of geometry pc, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform fluoroscopy or geometry movements. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found communication with the host computer was lost. The fse replaced a blown fuse for the power supply of the geometry computer and the device returned to expected functionality.